Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead migrated. The issue was confirmed via x-ray. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was established postoperatively.